Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (3 mg/ml at 0.250 mg) and bupivacaine (9 mg/ml) via an implantable pump. It was reported that during pump replacement procedure, the catheter was cut below and then above the connector in the pump pocket but cerebrospinal fluid was not visualized coming from the catheter. It was unknown if external factors were involved. The healthcare provider (hcp) used a hypo needle to aspirate from catheter but there was minimal to no fluid aspirated. They decided to remove this catheter due to questionable functionality and they placed a new intrathecal catheter and proceeded to connect to a new pump. The hcp chose to replace the pump now rather than doing another operation in 2029 for end of service. The pump site was also changed from left flank to right flank (due to an unrelated hip infection) without complication. All of the old existing catheter was removed. The event was resolved.